Event description:
It was reported that the patient's artificial urinary sphincter was replaced due to an unspecified reason. A new 5.0cm cuff has been implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's artificial urinary sphincter was replaced due to an unspecified reason. A new 5.0 cm cuff has been implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. The complaint component was not returned for analysis and the product record review revealed no additional information related to the complaint. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.